Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 700mg/dl. Troubleshooting was performed. The boluses and basal rates were not recording correctly in the daily totals. The customer also reported that the device often had a full segment display, preventing a proper button response. The lead screw test failed to make a complete rotation. Advised customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.